Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter, the patient¿s mother, contacted animas and alleged the following: the patient had experienced erratic blood glucose levels (bg)'s on (B)(6) 2013: he had a high of 576 mg/dl with severe vomiting, chills and sweating. After treating with pump to correct high bg, he experienced low bg of 46 mg/dl with moderate shakiness, sweatiness and difficult concentrating. Patient required assistance from parents to treat low bg: was treated with soda and various types of food before bg responded to normal range at 150 mg/.dl. Customer support reviewed pump with mom, and found several 0u boluses programmed on (B)(6) at 3am from pump, which mom is unsure how that happened, she also states the number of boluses programmed on (B)(6) are much more than patient would normally receive and she does not think patient programmed these himself, mom states parents are always with him. Bolus totals do not add up correctly with tdd bolus totals for (B)(6) per history. Mom does not think patient took all of the boluses that are in the history and is unsure why the history indicates all of those boluses. Mom confirms the time/date has never had to be reset and it was accurate at time of call. Patient has discontinued pump therapy at the time of the call. This complaint is being reported because to a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: unable to duplicate the complaint during the investigation process. No defect was found. Pump powers on with vibratory and audible sounds. Only typical usage observed in the black box and alarm history, there was no activity related to the complaint. Executed a 1.0u/hr basal program for 24hrs, no 0.00u boluses or unprogrammed boluses were recorded in history during this time. All keys on the keypad were found to be responsive to user input. Successfully performed a normal 10u bolus and a 10u audio bolus. Both were accurately recorded in the pump history. Pump successfully completed and passed 29hr flow accuracy test. Total daily doses added up correctly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.